Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) ipg would no longer communicate with external devices despite troubleshooting attempts. In turn, the patient underwent surgical intervention to explant the ipg. Date of explant is unknown at this time.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the ipg was explanted and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow-up identified the patient underwent an unrelated surgery (toe surgery) in (B)(6) 2017. The company representative was unable to establish communication with the ipg following the surgery.